Manufacturer narrative:
The field service engineer found more than 24 hours had elapsed between the initial and repeat tests. He ran precision testing with results within the guidelines. The investigation is ongoing.

Event description:
There was an allegation of questionable results from a cobas 6000 c 501 module. The initial sodium result was 119 mmol/l and the repeat result was 138 mmol/l. The initial chloride result was 121 mmol/l and the repeat result was 101.4 mmol/l. The questionable results were reported outside of the laboratory. The physician called and said that the results could not be right so the sample was repeated. The repeat results were deemed correct. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.